Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, the reported gripper actuation issue was due to difficult to remove from anatomy (chordal entanglement during the procedure). The reported positioning failure (grasping ¿ clip not implanted) was a cascading effect of the reported gripper actuation issue as the grippers failing to lower resulted in failure to grasp the leaflets. Additionally, the reported difficult to remove from anatomy was due to procedural circumstances as there was chordal entanglement. The device was used to treat the tricuspid valve. It should be noted that per the intended use section of the mitraclip system instructions for use (IFU), the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation; however, the off-label use does not appear to have contributed to the reported issues. The reported tissue damage was likely a result of the reported difficult to remove from anatomy. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report difficult to remove, gripper actuation, and tissue damage. It was reported that this was a combination mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and functional tricuspid regurgitation (tr) with a grade of 4+. On (B)(6) 2019, one clip was successfully implanted to treat the mitral valve, reducing mr to <1. Then a clip delivery system (cds) was advanced to the tricuspid valve for off label use, and the clip grasped the leaflets fine. However,a decision was made to grasp more commissural, but the second grasp was not possible because the grippers would not come down. Many attempts were made to grasp, but the grippers were not coming down. Imaging did not show any movement of the gripper arms and the cds was simply removed with the clip attached. It was suspected that the grippers were not coming down due to chordae entanglement because tissue was observed on the gripper arms. The tricuspid procedure was aborted. No clips were implanted, and tr is 4+. There was no clinically significant delay in the procedure. No additional information was provided.